Event description:
Reports that they experienced device failure associated with their insulin doser. They were dosing themselves and believes since july they did not receive any insulin. In july, their blood sugar reading was 416. They contacted a nursing educator at their place of work and they discovered that the plunger had retracted and would not come out. Their physician gave them the initial device. When they reported the problem to the distributor, they were instructed to have their physician prescribed a second device.